Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported no output, was unable to communicate and did not have a magnet response. It was noted that patient had an episode of ventricular fibrillation and was exposed to external defibrillation on numerous occassions.